Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. An interval was provided, in which the device should either be replaced, or repeat data analysis should be performed. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct d6a.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently displayed a battery depletion (bd) code. Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. An interval was provided, in which the device should either be replaced, or repeat data analysis should be performed. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.